Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available this report will be updated.

Manufacturer narrative:
A follow-up appointment was planned for a later date. Records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received that this device and lead began to exhibited oversensing on the rate/sense channel. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.

Event description:
Additional information was received indicating high out of range pacing impedance measurements continue to be observed. A chest x-ray and echocardiogram were performed with no anomalies noted. The system will continue to be monitored. No adverse patient effects were reported.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range pacing impedance measurement. There was no evidence of noise and all other diagnostics were acceptable. A follow-up appointment for further evaluation was planned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.